Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned adhered to the outside of the device with viscoelastic. One haptic is broken-gusset area (returned). The optic is cut into two pieces. Multiple parallel scratches are observed on the posterior surface of the optic. These scratches start at the trailing optic edge and go almost to the leading edge. This damage is indicative of a plunger underride. It also appears the plunger was retracted and advanced more than once. A qualified viscoelastic was indicated. The reported "scratched" lens was observed. The root cause for the scratches could not be determined. Multiple parallel scratches were observed on the posterior surface of the optic. These scratches start at the trailing optic edge and go almost to the leading edge. This damage is indicative of a plunger underride. Due to the number of identical scratches, it also appears the plunger was retracted and advanced more than once. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No internal anomalies were observed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the lens was scratched as it was delivered into the patient's eye. The lens was removed and another lens was implanted. There was no harm to the patient.